Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse had the customer run quality control (qc) and then performed a total service call. The cse made multiple adjustments, resulting in closer precision and qc. The cse decontaminated the substrate, replaced sample probe, evaluated and configured the valves, changed tube lifter and changed waste manifold with vacuum pump. The cse ran a precision test for testosterone (tes) and estradiol (e2), resulting elevated. The cse re-cleaned the instrument's water bottle and probe wash bottle, cleaned the water lines, cleaned the substrate reservoir and ran the decontamination process. A precision run was performed, resulting out of range. The cse reviewed and confirmed the water and substrate pump dispense volumes and drawback were within range. The cse reviewed the spinner speed, which was in range, confirmed tube lifter height, replaced the wash pump, confirmed vacuum pump operated within specifications and confirmed probe angles were within range. The cse reviewed the coefficient of variation (cv), resulting out of range. The cse replaced the wash water pump, decontaminated the instrument and replaced the substrate water station pump. The cse ran adjustments and qc. The cse ran precision, resulting in range. The cause of the discordant, falsely elevated testosterone and estradiol precision results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated testosterone (tes) and estradiol (e2) precision results were obtained on multiple patient samples on an immulite 2000 xpi instrument. It is unknown if the initial results were reported to the physician(s). The same samples were repeated on the same immulite 2000 xpi instrument. It is unknown if the repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated testosterone and estradiol precision results.